Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018, alleging the patient experienced hyperglycemia, while on insulin pump therapy evidenced by blood glucose measuring 432 mg/dl with polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. This combination of blood glucose level and accompanying symptoms does not meet animas¿ criteria for a reportable adverse event; no adverse event is being reported in association with this complaint. The reporter alleged there was a crack in the battery compartment with moisture inside the battery compartment and the pump had no power. The reporter denied damage to the battery cap, denied that the yellow o-ring was visible with the cap on the pump and stated the cap had never been replaced. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed 04-dec-2018. The battery compartment was cracked and the threads on the returned battery cap were stripped. With the damaged battery cap on the pump, the power issue was duplicated. A test battery cap was able to fit properly on the pump, the pump was able to be exercised without interruption in power. Moisture damage was confirmed in the battery compartment. Investigation duplicated the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.